Event description:
Loops did not cut cleanly through the tissue, but appeared to drag as well as some arcing which caused burn. Cauterized to assure hemostasis. No bleeding. Add'l lot #: 52087-1, 54174-1, 52811-1.